Event description:
It was reported that prior to implant, when the device was removed from the sterile packaging, an additional piece of silicone was observed on the header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device had a damaged grommet. (B)(4).